Manufacturer narrative:
(B)(4). Device evaluated by MFR:returned product consisted of a solent proxi thrombectomy system. The pump, hypotube, shaft, and tip were microscopically and tactile inspected. Inspection revealed numerous bends in the shaft of the device. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the male connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure in the renal vein. The device was primed. During use inside the patient, a check saline error message displayed and aspiration was affected. An angiojet® solent¿ omni catheter was subsequently selected. However, this device displayed the check saline error during priming. The procedure was not completed due to the errors with the catheters. There were no patient complications and the patient was fine.